Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an abs-10060r angel system showed a light sensor error. Case involvement, patient was under anesthesia and did not receive prp.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an abs-10060r angel system showed a light sensor error. Case involvement, patient was under anesthesia and did not receive prp. Additional information provided 03/06/2023: the procedure performed was a foot and ankle fusion. The abs-10060r angel system was used during the procedure to hydrate allosync pure. The procedure was still performed with the pure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint was confirmed. One abs-10060r angel centrifuge serial/batch number (B)(6) was received for investigation. The returned device was visually inspected with no issues including the sub-assembly and components.  The device was assembled and tested under normal use conditions to see if the issue(s) reported could be reproduced.  The centrifuge was powered on, and an error message was triggered on the device screen, refer to attachment ar-10060r (3) in the arthrex qms on (B)(4) . The most likely cause(s) for the reported failure is that the platelet light sensor is likely dirty, and cleaning may be required.